Manufacturer narrative:
(B)(4) initial report: investigation of this event is in progress. A supplemental report will be submitted following completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed.

Event description:
Part of the trinity screw head sheared off during surgery.

Manufacturer narrative:
Initial report: investigation of this event is in progress. A supplemental report will be submitted following completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed.

Event description:
Part of the trinity screw head sheared off during surgery.

Event description:
Part of the trinity screw head sheared off during surgery. Surgery was not delayed and there was no impact to the patient as a result of the event. The broken bit of screw was retrieved and not left in the patient.

Manufacturer narrative:
Per -4252 final report. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Corin has not received any other reports for items from this batch. Based on the available information, the root cause of the reported event could not be determined. However, additional advice has been provided to the surgeon regarding the use of the screw hole preparation instruments and the surgeon has not encountered the same issue since. Therefore, this case is now considered closed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.